Manufacturer narrative:
The impella passed all post sterile inspection checks. Investigation summary: data review: data logs showed pump ran without issue during support. There were positioning & suction alarms triggered during the case but resolved. There were no mc spikes, abnormal ps or purge issues observed during support. No product was returned for investigation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of hematoma was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the renal failure/fever/edema/death/hemorrhage was not determined due to insufficient clinical details. The root cause of the infection/thrombosis/stroke/cardiac arrest/ventricular fibrillation was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced end-stage renal disease and was placed on dialysis. The patient had an infection and fever, and there were concerns of damage to the left ventricle with a thrombus therein. The patient then suffered a hemorrhage stroke and cardiac arrest. Cardiopulmonary resuscitation was performed but ventricular tachycardia persisted. After experiencing hemolysis, a stroke, and possible disseminated intervascular coagulation care was withdrawn and the patient expired.

Manufacturer narrative:
Correction: device history review: the device passed all post sterile inspection checks.